Event description:
The manufacturer received information alleging device pre-evaluation was unable to be completed because the display screen was damaged and remained blank when the device was powered on. No harm or injury was reported. The device's display required replacement to address the issue. However, no repairs were performed because the device was not needed for inventory and was scrapped.